Manufacturer narrative:
(B)(4) - non-surgical medical intervention performed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully-covered stent was used during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a proximal tumor within the esophagus. A wallflex esophageal stent was to be implanted in the esophagus as a palliative measure. After receiving midazolam and ketogan medication, an endoscope was inserted into the patient and advanced across the stricture. The ends of the stricture were marked. A jagwire guidewire was then advanced through the working channel of the endoscope and into the pylorus. The positioning of the guidewire was verified and the endoscope was removed from the patient. The stent system was then backloaded over the guidewire. The patient had an intrathoracic stomach, which made it short and twisted. The patient also suffered from rheumatic arthritis from years of consuming steroids which made her mucous membranes and stomach more fragile. Due to these factors, when the stent system was inserted into the patient, a small perforation was made. The physician stated that this perforation was not due to the wallflex stent or delivery system. The perforation was a result of the patient's fragile and tortuous anatomy. At this time, the patient complained of pain and the stent system was removed from the patient. The patient received ketogan medication for the pain. Later the same day, the physician attempted to use olympus hemostatic clips to close the perforation, but was unsuccessful. Instead, an ultraflex esophageal covered stent was successfully implanted to close the perforation. The patient was reported to be doing well following the procedure. Due to the patient's fragile and tortuous anatomy, no surgery or further intervention is planned.

Manufacturer narrative:
Examination of the returned device noted that the stent was fully mounted. A visual and tactile examination of the shaft of the device found no anomalies. It was possible to retract the outer sheath and re-constrain the stent without any issue. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully-covered stent was used during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a proximal tumor within the esophagus. A wallflex esophageal stent was to be implanted in the esophagus as a palliative measure. After receiving midazolam and ketogan medication, an endoscope was inserted into the patient and advanced across the stricture. The ends of the stricture were marked. A jagwire guidewire was then advanced through the working channel of the endoscope and into the pylorus. The positioning of the guidewire was verified and the endoscope was removed from the patient. The stent system was then backloaded over the guidewire. The patient had an intrathoracic stomach, which made it short and twisted. The patient also suffered from rheumatic arthritis from years of consuming steroids which made her mucous membranes and stomach more fragile. Due to these factors, when the stent system was inserted into the patient, a small perforation was made. The physician stated that this perforation was not due to the wallflex stent or delivery system. The perforation was a result of the patient's fragile and tortuous anatomy. At this time, the patient complained of pain and the stent system was removed from the patient. The patient received ketogan medication for the pain. Later the same day, the physician attempted to use olympus hemostatic clips to close the perforation, but was unsuccessful. Instead, an ultraflex esophageal covered stent was successfully implanted to close the perforation. The patient was reported to be doing well following the procedure. Due to the patient's fragile and tortuous anatomy, no surgery or further intervention is planned.